Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. Patient's mother reported that three days after the sensor was placed on the body, the patient began to experience itching and redness. The sensor was removed on (B)(6) 2016 due to the reaction located around the sensor patch area. On (B)(6) 2016, the patient's mother contacted their doctor to discuss the patient's skin reaction to the sensor adhesive and was recommended the use of tegaderm, flonase or tough pads under the sensor patch. At the time of contact, the patient's irritation was persisting. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.